Event description:
As reported during an ercp (endoscopic retrograde cholangiopancreatography) biliary stone extraction lithotripsy procedure, when the stone became impacted in the basket, successful lithotripsy was carried out using the device however, when the basket was retrieved the central wire was bent and loping out to one side. A second basket had to be used to retrieve the fragments of the stone. The intended procedure was completed using similar device with no delay. There was no patient harm or injury due to the event. No user injury reported.

Manufacturer narrative:
The subject device was not returned for evaluation. The customer discarded the subject device. Therefore, the reported phenomenon or condition of the device could not be confirmed. Review of DHR (device history record) for the lot indicated no anomaly with the event-related items. The record includes the following. Smoothness of the basket (open/ close) without being caught by anything. No abnormality in the general appearance. The IFU (instruction for use) contains a warning to the user regarding this event. Never use excessive force to operate the instrument. This could damage the instrument. Do not insert the instrument into the endoscope if the basket is not fully closed. Otherwise, patient injury, such as perforation, bleeding, or mucous membrane damage could occur. It could also damage the endoscope and/or instrument. Repetition of stone retrieval will deform and/or deteriorate this instrument. Deformation and/or deterioration may make it difficult to retrieve a stone or could cause the basket with stone engaged to become impacted in the body. If stone retrieval needs to be repeated in a single case, be sure to inspect the action and the appearance before each retrieval. Stop use if any abnormality (e.g., basket wire is cut or sheath is bent, etc.) Is detected during the inspection. Do not open or close the basket while the forceps elevator of the endoscope is up. Otherwise, the support wire may form a loop. Do not withdraw the instrument from the bile duct while a loop is formed by the support wire. Otherwise, the looped distal end could damage the inside of the bile duct and cause mucosal injury. If a loop of support wire is observed, lower the forceps elevator and open/close the basket. Conclusion: the exact cause of the problem could not be conclusively identified, since the device was not retuned for the investigation. No abnormalities were found in the manufacturing record. Therefore, the phenomenon which was pointed out could not be confirmed. Based on the similar investigation results in the past, the reported phenomenon occurred since the support wire protruded from the coil sheath. The similar investigation results indicate that only the basket was being retracted when the control grip was being pulled. This might have caused the support wire to be protruded from the coil sheath. However, the exact cause of the problem could not be conclusively identified. A likely cause of the support wire for not being able to retract into the coil sheath might be the following reasons. The sheath near the support wire (form of a loop) was excessively angulated. The support wire which protruded from the coil sheath was excessively angulated. Olympus will continue to monitor complaints for this device.